Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported upon removal of the dobhoff approximately 15 centimeters were retained in the patient's stomach requiring an egd for removal of the foreign body.